Manufacturer narrative:
This driver was returned without an implant attached, and no deformation was observed. The complainant was able to separate the implant from the driver after removing it from the implantation site. It is likely the intended friction fit between the driver and implant, in combination with an excessive axial pressure applied by the clinician, resulted in a high retention force making driver removal difficult. Lot number is unknown; therefore, the device manufacture date is unknown. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).

Event description:
The complainant reported while attempting to place an implant in a patient (gender unknown) on (B)(6) 2012 the driver was difficult to remove from the implant and the implant and the driver which was still attached had to be removed. The complainant was able to separate the implant from the driver after removing it from the implantation site. There was no indication from the complainant of any adverse effect to the patient as a result of the procedure.